Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave catheter during procedure presented difficulty to irrigate. On flower position no irrigation was coming from the top, even with high saline pressure bag. The catheter, guide set, tubing irrigation and pressure bag were replaced. The second catheter had the same issue. However, the procedure was completed with the second suboptimal catheter. No patient complications reported. The catheter was disposed and not expected to return for analysis.